Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-11188. It was reported that a perforation with subsequent cardiac tamponade occurred and the patient expired. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa. The 21mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was successfully deployed and released in the laa. Two hours post procedure the patients pressure suddenly began to decrease. Pericardial effusion with tamponade was detected and a surgical drain was inserted. However, the patient could not be weaned from cardiacpulomary bypass and passed away "at the weekend". It was noted that the surgeons believe the effusion may have been caused by the legs of the closure device creating a small tear in the distal laa.

Manufacturer narrative:
Describe event or problem, patient codes: updated. (B)(4).

Event description:
It was further reported that post procedure the patient presented to the catheterization lab due to cardiac arrest. A drain had been placed but they were "unable to drain collection" and the patient arrested and cardiac massage was started. They surgically opened the sternum and a large pericardial collection was drained. The patient's heart was distended and non contractile. The patient was placed on bypass. The bleed from the puncture site in the laa was controlled with suture. They were maintained on bypass while acidosis and anaemia were corrected. At 74 minutes the acidosis was corrected and the patient was able to come off bypass. The patient's systolic blood pressure was 70-80 with inotropes. Approximately 10 minutes post bypass the patient experienced cardiac distention, with no effective contractile activity. They were treated with internal massage and a large dose of inotropes with no effect. The patient's pupils were dilated. The patient passed away in the cath lab.